Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply and no visible damage reported. The issue was discovered during set up, but the date of the event is unk. No patient incident or injury was reported.

Manufacturer narrative:
Eval of the returned product confirmed the reported issue that unit has no power. Further invasive tests revealed that the unit has power, but the unit turned off after a few seconds. The unit shows evidence of moisture exposure and rust on some of the enclosure screws. (B)(4).